Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hip surgery the device broke during positioning the hip milling cutter. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a device from another company. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed. The manufacturer evaluation confirmed the reported breakage of the device. The hardness of the material was tested but no anomalies were detected - the hardness complies with the specification (620 +/- 40hv10). A definite cause for the observed breakage could not be determined.